Event description:
It was reported that 120 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the distal left anterior descending artery (lad). A pre-intervention stenosis was not reported. A 2.5x16mm taxus stent was deployed at 12 atm in the region of the lesion. A post-intervention residual stenosis was not reported. The pt received nitro-glycerin and angiomax during the procedure. No info concerning lesion calcification or vessel tortuosity was reported. The "interventional outcome" was noted to be "successful". The pt presented 120 days after the initial procedure with in-stent restenosis in the distal lad. A pre-intervention restenosis was not reported. An atherectomy was performed on the lesion using a cutting balloon. A 2.75x23mm cypher drug eluting stent was deployed in the region of the lesion. The stent was post-dilated with a 2.75x15mm non-compliant quantum balloon. A post-intervention residual stenosis was not reported. The pt received angiomax and lopressor during the procedure. The "interventional outcome" was noted to be "successful".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch # 8324483 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.